Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing episodes of chaotic rhythms and the right ventricular (rv) lead exhibited undersensing and oversensing. No therapies were delivered to the patient during episodes of ventricular fibrillation (vf). The patient passed away.